Event description:
Catheter/port was inserted in 05. Insertion site was right jugular into chest. On 4/19, patient received a routine portacathogram. Catheter appeared to be leaking. Dome appeared to have separated from base of port. Physician removed port/catheter. Another port was not implanted as pt was near end of treatment which will be administered peripherally. No further pt complications were reported.